Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
There was no reported description from the customer. There was no reported patient involvement / adverse patient impact.

Manufacturer narrative:
It was confirmed with the key market contact that the order was created by mistake. There was no malfunction of a device.

Event description:
There was no reported description from the customer. There was no patient involvement.